Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak at the connection between the supply line of a homechoice cassette and a supply bag was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell. The patient was connected at the time of the alarm. The care giver stated that there was a leak at the connection between the supply line of the homechoice cassette and the supply bag. The renal therapy service agent (rtsa) had the care giver cycle power until the alarm cleared. The care giver would start over with new supplies. The renal therapy service agent reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.